Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed failed battery test alarm. Customer blood glucose reading was 12.3 mmol/l troubleshoot was performed. Insulin pump did not alarm replace battery now. After inserting new battery, the issue still occurred. Customer was advised to discontinue from the pump per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with failed battery test due to moisture damage on electronic assembly.